Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event the patient experienced a hypoglycemic event and wanted to get something with sugar, but her knees gave out and the patient had a seizure and loss consciousness. The cgm was reading 50 mg/dl at that time and the patient was not able to take a fingerstick. The patient was found by their daughter who called an ambulance. The patient received an injection, most likely glucagon, and was brought to the hospital. When a fingerstick was taken the blood glucose reading was 20 mg/dl, but no cgm reading was reported from that moment. At the hospital the patient received additional treatment with a ¿gummy¿ stuff in her mouth and was discharged later that day around midnight. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.